Manufacturer narrative:
E1: reporting institution name: (B)(6). Reporting address line 1: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v200 ventilator had a tidal volume that was displaying zero. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v200 ventilator had a tidal volume that was displaying zero; however, insufficient information was available to determine the resolution of the event. It was reported by the key market, that the device had already been repaired by a third-party company, it was then reported that the key market could not intervene or obtain any additional details regarding the event. It could not be determined how the customer's issue was resolved. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.